Event description:
The implant failed due to unk reason. The implant was placed at #26 and removed after 1 yr and 8 mos. Traditional 2 stage surgery, moderate oral hygiene, poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.